Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 1a endoleak. The final patient status was reported to be doing well post successful secondary endovascular procedure. This event was most likely user related due to the off-label neck anatomy of 6mm in length (should be greater than or equal to 10mm per IFU). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: an intervention was completed. The physician elected to implant a suprarenal stent graft extension and an ovation extender to resolve this event. The patient was reported as doing well post intervention.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type ia endoleak was detected. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.